Event description:
A malfunction was reported on the pump, identified by the malfunction code "malf 0." The impact on the customer¿s blood glucose level was not reported as the caller declined to answer whether it exceeded 500 mg/dl. Technical support provided guidance on resetting the pump, and the customer successfully reset the device without recurrence of the malfunction code. The customer was instructed to continue using the pump and to reach out again if the issue arises, understanding these instructions.